Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer went to the emergency room (ER) and was subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose (bg) level of 740 mg/dl. Customer attempted to self-treat with a bolus via pump, however, was treated with intravenous fluids of saline and insulin at the hospital. Systems check with tandem technical support confirmed the pump was functioning as intended. The customer was released from the hospital the next day with no permanent damage.